Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and moderately tortuous vessel in the mid right coronary artery (mrca). The 3.5x12mm nc trek rx balloon dilatation catheter (bdc) had no resistance during advancement and was used for post dilatation. The bdc was inflated twice. First inflation was at 12 atmospheres (atms) for 10 seconds, however, the bdc ruptured on the second inflation at 18 atms. It was noted that the strut of the poorly deployed stent possibly caught the balloon. There was no resistance during removal. The bdc was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.